Event description:
It was reported that there was a loss of motorized movements. The system would be effectively unusable. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The l-arm was replaced during the service call. The system was tested and found to be working as intended and put back into service.